Event description:
The user facility reported that the angio-seal device involved shuttled. During the procedure, the anchor was not deployed and came back into the sheath, and the device/sheath assembly was withdrawn together. The device was not used, and manual compression was applied to achieve hemostasis (duration unknown). Subsequently, hemostasis was successfully achieved by manual compression only. The physician would like to know the cause of the event. The procedure before deploying the device was cas. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 9 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7mm. No health damage for the patient. Blood loss was less than 250cc's. The event occurred intra-operative. There were no other devices or equipment used with the reported product. The patient was not injured during the event and medical or surgical intervention was not required.

Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio- seal vip was returned for product evaluation. The returned sample included the mated hemostasis sheath and carrier tube, arteriotomy locator with guidewire, and a polyfoil bag. The device was visually inspected and found to have been in used condition with minimal signs of blood. The hemostasis sheath was mated to the carrier tube assembly and was set to the fully rear-locked position. Upon investigation, the distal tip of the sheath was found to have been intentionally cut open to verify the presence of the anchor. No other damage or deformation was identified on the device. Functional testing was unable to be performed properly due to the condition of the returned device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined, but the likely cause of the event was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed properly due to the condition of the returned device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).